Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 346 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. Customer states was experiencing high blood glucose because the pump suspended from the low sensor glucose reading and stress. Customer also mentions screen went blank. Customer does not mention if screen came back. Not able to continue trouble shooting. The pump will not return for analysis.